Event description:
It was reported that during an unknown procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: does this trocar have the optiview technology? No information. Were any noises heard such as whistling or hissing? The noise such as vuvuzela occurred. If so, did the noise prevent insufflation? Please describe the noise. No information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? No information. Was a device inserted in the trocar during the leaking? If so, what device? Unk. Was any torque being applied to the trocar or device? No information.